Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient developed a rash underneath the lifevest electrodes. The patient's dermatologist prescribed a steroid ointment, and the patient's skin irritation improved.